Event description:
Information was received from a patient who was receiving unknown morphine drug via an implantable pump for spinal pain indications. It was reported that their pump was recently replaced because they began to experience pain and found out that the "cord" (agent believes pt is referring to the catheter) became loose. Caller was unable to recall event date.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed ii; product ID 8637-20 (serial: (B)(6)); product type: 0203-pump; implant date (B)(6) 2022; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.